Manufacturer narrative:
No sample was received for evaluation, therefore we are unable to determine the cause for the reported issue. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. An internal technical summary (B)(4) has been initiated to determine if any corrective or preventative actions should be initiated and will be applied if additional data or samples become available.

Event description:
Four reported general incidents of suction button on the pulsewave suction irrigator sticking in the down position, causing evacuation of the pneumoperitoneum and irrigation probe sticking to the bowel. There was no injury to the patient(s) and no added medical or surgical treatment required or requested. The problem encountered was an estimated five to ten minute prolongation in surgery time.